Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional test were performed. The device cannot power on issue was identified as an f-23 (p50 (irq interrupt port) remains high) alarm during the alarm log review and functional testing. The cause of the condition was determined to be inoperative cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not power on. This event occurred before use. There was no patient involvement. No additional information is available.